Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during a follow up, increase threshold was observed. The lead was explanted and replaced without any complications. The patient was stable before and after the procedure.